Event description:
It was reported that biomed had a arctic sun device with heating issues, heater was tested using a multimeter and checked out fine. Device was also checked for overfill and the issue is still present. Coming in for assessment. Per sample evaluation results received on 01jul2024, it was reported that the device would heat to 33 degrees celsius before alarming 76 (non-recoverable system error - inlet water temperature sensor out of range ¿ low resistance).

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed t3. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had an arctic sun device with heating issues, heater was tested using a multimeter and checked out fine. Device was also checked for overfill and the issue is still present. Coming in for assessment. Per sample evaluation results received on 01jul2024, it was reported that the device would heat to 33 degrees celsius before alarming 76 (non-recoverable system error - inlet water temperature sensor out of range ¿ low resistance).

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed t3. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.